Event description:
A customer reported experiencing a low blood glucose event, with the lowest level recorded at 48 mg/dl. The customer consumed carbohydrates to address the low blood sugar level. It was noted that the control-iq feature on the customer's pump was active during the event, and no third-party assistance was required. Technical support advised the customer to consult with a healthcare professional to discuss factors that might be affecting their blood glucose levels, and the customer acknowledged and understood this recommendation.